Event description:
It was reported to vyaire medical that the in800012 infusor, pressure, 500 ml, netted, 12/c loses inflation pressure,causing blood backflow and clogging of the tubing. The issue happened during patient use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.